Event description:
On call rn received call stating pt had passed and daughter was hysterical. When ocrn arrived at the home, pt was deceased and kneeling on the left side of the bed with her head entrapped between the bed frame and half side rail.